Event description:
The customer reported having unexplained high blood glucose, blank display, and low battery life. Troubleshooting was performed. The customer stated that he went to the doctor's office for assistance with treating his high blood glucose of 458mg/dl. The customer was treated with manual injections. The customer stated that the doctor checked the settings on the insulin pump and they were correct and accurate. Insulin exited during the fixed prime test and the insulin pump passed the high pressure test. Attempted to complete troubleshooting, but the doctor recommended having the insulin pump replaced. The customer stated that the insulin pump has intermittent blank display. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.